Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces also, with corroded electronic assembly and motor home switch. Unable to perform functional testing due to unresponsive keypad button. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to a cup of water spilling on insulin pump. Customer reported that as a result, insulin pump stopped working. Customer reported that insulin pump also was cracked. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.